Event description:
The customer reported that although a ventilator was alarming, the mp70 bedside monitor did not alarm.

Manufacturer narrative:
The customer reported that although a ventilator was alarming, the mp70 bedside monitor did not alarm. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.